Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded by the patient. We are unable to confirm or determine the root cause of the detached cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: freestyle libre 2 plus please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod cannula detached from the pod. The cannula was also found a little bent. The pod was worn between 25 and 36 hours. No impact to the patient's glucose level was reported. As treatment, the pod was discarded and a new pod was applied.